Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("pregnacy with essure device") in a 38-year-old female patient (gravida 1) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included obesity, lsil, pap smear abnormal, increased blood pressure, hematuria, flank pain, bowel obstruction, painful periods and indigestion. Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2010 and norethisterone (mini-pill) for birth control, antibiotics for urinary tract infection as well as omeprazole since 2010. On (B)(6) 2010, the patient had essure inserted.in 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2011, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"), anxiety ("anxiety"), depression ("psychological or psychiatric problems condition: depression"), urticaria ("rashes or skin conditions type: rashes and hives"), migraine ("migraines"), headache ("headaches"), hypertension ("blood or heart disorder/condition type: high blood pressure"), nausea ("nausea"), dizziness ("dizzy spells"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), eye disorder ("vision/eye problems type: eye vision has gotten worse"), fatigue ("fatigue"), gastrooesophageal reflux disease ("acid reflux"), constipation ("constipation"), abdominal distension ("bloating"), hernia ("hernia"), alopecia ("hair loss") and dyspnoea ("other injury(ies) or complication (s) please describe: problems with breathing"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, back pain and abdominal pain, abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and vulvovaginal pain ("vagina pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, abortion spontaneous, pregnancy with contraceptive device, weight increased, anxiety, depression, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, urticaria, headache, hypertension, nausea, dizziness, allergy to metals, vaginal discharge, eye disorder, fatigue, gastrooesophageal reflux disease, constipation, abdominal distension, hernia, alopecia, dyspnoea and vulvovaginal pain outcome was unknown and the migraine and dysmenorrhoea had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, allergy to metals, alopecia, anxiety, constipation, depression, dizziness, dysmenorrhoea, dyspnoea, eye disorder, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, hernia, hypertension, menorrhagia, migraine, nausea, perforation, pregnancy with contraceptive device, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: there is one coil left in the endometrial cavity, the second essure is placed on the left side. Essure coil visualized and extracted laparoscopically on the right. Essure coil not visualized in the left tube upon inspection in orafter removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Hysterosalpingogram - on 31-mar-2011: total bilateral occlusion . Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: urinary tract infection, anxiety, abdominal pain, hernia, fatigue, dysmenorrhoea, hypertension. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: utis, apareunia (inability to have sexual intercourse), rashes or skin conditions type: rashes and hives, migraines / headaches, blood or heart disorder/condition type: high blood pressure, nausea, neurological conditions or problems type: dizzy spells, nickel allergy, dysmenorrhea (cramping), vaginal discharge, vision/eye problems type: eye vision has gotten worse, fatigue, gastrointestinal or digestive system condition type: acid reflux / constipation / bloating / hernia, hair loss, other injury(ies) or complication (s) please describe: problems with breathing. Concomitant disease were added. Incident: no lot number or sam:ple available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("pregnancy with essure device") in a female patient (gravida 1) who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), weight increased ("weight gain"), anxiety ("anxiety"), depression ("depression") and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, abortion spontaneous, pregnancy with contraceptive device, weight increased, anxiety, depression and pelvic pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, pelvic pain, perforation, pregnancy with contraceptive device and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.